Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2013. Following the procedure, the patient experienced pain. She was unable to empty her bladder and still had difficulties with urinary incontinence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.